Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient was shocked inappropriately due to lead noise oversensing from an apparent lead fracture. It was later reported the patient developed a blood clot and swelling in the arm. Patient also reports having "a hard time doing dishes and get funny chills because that is where [the lead] started shocking me". Patient being treated with coumadin. The lead was capped and replaced. No patient complications have been reported as a result of this event.